Event description:
Per the clinic, the patient experienced pain at the implant site and magnet dislodgement following an MRI (1.5 tesla) in (B)(6) 2025 (specific date not reported). Surgery to reposition the magnet under general anesthesia was completed on (B)(6) 2026, and the magnet was confirmed intraoperatively to be dislodged and completely outside its pocket. The implanted device remains.